Event description:
The customer alleged that the biventricular failure, which the pt suffered after surgery because of the use of the heart bypass while cardiac activity, was present. The monitor displayed a flatline, but the defibrillator that was synched up to the monitor displayed fibrillation on a post surgery pt.